Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was found by her family having a seizure. The patient¿s family called 911. When emergency medical services (ems) arrived, the patient's cgm was reading 110 mg/dl and the bg meter was reading 40 mg/dl. The patient was also wearing an omnipod insulin pump. Ems treated the patient with a glucagon injection and transported her to the hospital. At the hospital, the patient was treated with IV glucose, IV insulin, and placed on a ventilator. An MRI (magnetic resonance image) was also done due to the patient¿s seizure. The patient was discharged home after 4 days in the hospital. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.